Manufacturer narrative:
This supplemental report is created with reference to mfg report #1218950-2021-10993 with corrected information to update the manufacturing site.

Event description:
The customer reported that fetal scalp electrode was difficult to remove. Before removing fse, the metal part of the electrode had to realign to the normal position causing wound on the skin surface which is bit bigger than normal.

Manufacturer narrative:
The complaint was confirmed because the electrode needle was found bent. The two electrode wires were cut, and the needle was bent out of its standard position. The cause of the incident may be contributed to design error or user error. No visual defects were found on the sample. No additional medical intervention was required. A good faith effort (gfe) was made to obtain additional information associated with this complaint. The customer will be provided a customer response letter on our investigation.

Event description:
The customer reported that fetal scalp electrode was difficult to remove. Before removing fse, the metal part of the electrode had to realign to the normal position causing wound on the skin surface which is bit bigger than normal.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that fetal scalp electrode was difficult to remove. Before removing fse, the metal part of the electrode had to realign to the normal position causing wound on the skin surface which is bit bigger than normal.